Manufacturer narrative:
(B)(4). The customer returned one unit (B)(6) visistat 35r 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned stapler revealed that the staples appeared aligned with slight gaps in between some of the staples. The stapler was returned with its trigger not engaged. There were no signs of biological material on the device. The stapler was received with 36 staples left in the cover block. A functional inspection was performed on the sample by attempting to fire staples from the returned stapler. Upon full engagement of the trigger, the first staple fully formed and released. This was repeated 4 more times with the same result. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. 22 staples were fired and were able to engage and close into the simulated skin. 9 staples were left severely misaligned in the cover block. Multiple attempts were made, and the remaining staples would not fire. The device was disassembled and die casting anomalies were discovered on the forming tool. No other defects or anomalies were observed. It was observed that saddle spring was correctly attached to the pusher, no issues were observed with the pawl, and the anvil was in the proper orientation. It appeared that the staple misalignment prevented the remaining staples from consistently firing properly. The source of the staple misalignment could not be conclusively determined. Per DHR the product visistat 35r 6/box lot # 73g2300637 was manufactured on (B)(6)2023 a total of (B)(4). Lot was released on (B)(6)2023. DHR investigation did not show issues related to complaint. The IFU for this product, was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint of "misfire/jamming - staples not firing" was confirmed based upon the sample received. Visual examination revealed that the staples appeared aligned with slight gaps in between some of the staples. Upon full engagement of the trigger, the first staple fully formed and released. This was repeated 4 more times with the same result. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. Twenty-two staples were fired and were able to engage and close into the simulated skin. Nine staples were left severely misaligned in the cover block. Multiple attempts were made, and the remaining staples would not fire. It appeared that the staple misalignment prevented the remaining staples from consistently firing properly. The source of the staple misalignment could not be conclusively determined. The sample was disassembled. Die casting anomalies were observed on the forming tool. Non-conformance was initiated by the manufacturing site to further evaluate this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported " the hcp failed to fire the skin stapler prior to use on patient (staples not firing)". No patient involvement reported.

Event description:
It was reported " the hcp failed to fire the skin stapler prior to use on patient(staples not firing)". No patient involvement reported.

Manufacturer narrative:
Qn# (B)(4) UDI#: (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.